Event description:
The customer reported multiple discrepant results (false positives and false negatives) with the ID now covid-19 assay performed on unknown dates. This MFR. Report addresses false negative event and is two (2).of two (2). The customer reported unknown number of false negatives with the ID now covid-19 assay performed on unknown date. All though requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: event date is an approximation as the exact date was not reported. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting. H3 other text : single use, device discarded.

Manufacturer narrative:
Event date is an approximation as the exact date was not reported. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single use, device discarded.

Event description:
The customer reported multiple discrepant results (false positives and false negatives) with the ID now covid-19 assay performed on unknown dates. This MFR. Report addresses false negative event and is two (2).of two (2). The customer reported unknown number of false negatives with the ID now covid-19 assay performed on unknown date. All though requested, no additional patient information, including treatment and outcome, was provided.